Event description:
It was reported by service report that the weld that secures the pt left locking spindle pivot bracket to the underside of the litter frame has failed and the siderail can no longer be latched up. No pt involvement or adverse consequences were reported.